Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient stated he will develop a scar at the sensor insertion site after the sensor is removed. He stated this will occur with most of the sensor; however, a specific number of occurrences was not provided. The event occurs after the sensor is removed from his abdomen or upper buttocks. He was evaluated by a friend who is a physician and he recommended using skin tack and to follow up with a dermatologist. No other details were documented. There was no report of medical intervention. Per medical review, this report would constitute an adverse event due to the report of scarring. No additional patient or event information is available.